Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering observed blood and eschar buildup on the jaws. During functional testing, engineering was able to replicate the sticking that occurred during the event by activating the device on porcine tissue. As eschar built up on the jaws and sealing surfaces of the device, tissue sticking increased. Upon further inspection, engineering found that the rear conductive stop, an insulated component located at the proximal end of the static jaw, was not within specification. Based on the condition of the returned unit, the reported event was caused by the movement of the conductive stop that occurred during the use of the device. This led to an insufficient gap between the jaws, which can result in increased tissue adherence. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented inspection enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: total thyroidectomy. The eb030 device worked very well when removing the right thyroid lobe. On the other hand, once the surgeon has passed on the left lobe, severe adhesions have taken place, weakening the haemostasis which had been done beforehand, since it was necessary to pull the tissues in order to detach the jaws of the device. And this despite the regular cleaning of the jaws. The surgeon decided to take a new device to remedy these adherences of the tissues to the jaws of the device. There were no consequences for the patient. Additional information received from the sales rep on 02 oct 2017: there was small bleeding after the surgeon took off the sealed tissus from the jaw. Patient status: there were no consequences for the patient.